Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received indicated that five months after implantation of a cypher stent, the patient presented with an in-stent restenosis that required revascularization. The cypher select 23x3.5mm was implanted in the proximal circumflex coronary artery, to treat an eccentric lesion with moderate calcification. The lesion was 15mm to 20mm in length and the diameter was 3.5mm.